Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated the patient had a stroke and needed an MRI of their brain today, but the patient hadn't used or charged the implanted neurostimulator since their last stroke maybe 2 years ago. Caller said they charged the controller last night, but had not used the recharger to charge the implant before the call. Agent walked caller through trying to start a recharge session, but when caller entered passive recharge mode the numbers would jump from 100 to teens or 0 if caller just moved at all. Caller then said they could only get numbers in the teens and the recharger was started to get really warm. The issue was not resolved. A request was sent to the repair department to replace the recharger.health care professional states patient is needing MRI of the brain to rule out stroke but they are having an issue with the recharger. Hcp suspects the implant battery is dead and is wondering how they can proceed with MRI.agent reviewed a depleted battery is considered off, reviewed how eligibility can be verified through managing hcp, x-ray, and reviewed option to page local medtronic rep to recharge implant and activate MRI mode if needed.caller noted they have sent a page out to the local rep already but have not heard back yet.agent recommended eligibility is verified through recharging implant and activating MRI mode or through having the provider complete the MRI eligibility form.